Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/15/2023, it was reported by a sales representative via sems-06402301 that an ar-9676 angled reamers inner sleeve was binding/grinding with the outer sleeve and would not separate and caused issues when reaming. This occurred during a case, with no effect on the patient.

Manufacturer narrative:
Complaint is confirmed. Upon visual investigation, strong abrasion marks were noted around the device. Functional testing reveals that the device does not work as required and got stuck with the mating part due to the abrasion marks around it. The most likely cause for the reported failure can be attributed to user error of the device due to interference with the mating instrument.